Event description:
As reported, the shuttle of a 6/7f mynxgrip vascular closure device (vcd) would not shuttle down, or shuttle up, while advancer tube was not exposed properly. Hemostasis was achieved by manual compression for twenty minutes. There was no reported patient injury. The device storage temperature did not exceed 25° celsius. There was no resistance or friction experienced as the mynx vcd was advanced through the 6f sheath, and the 6f sheath was not kinked or bent. A 6f avanti sheath introducer was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no vessel tortuosity or presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure with an antegrade approach. The deployer was mynx certified. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the shuttle of a 6/7f mynxgrip vascular closure device (vcd) would not shuttle down, or shuttle up, while advancer tube was not exposed properly. Hemostasis was achieved by manual compression for twenty minutes. There was no reported patient injury. The device storage temperature did not exceed 25° celsius. There was no resistance or friction experienced as the mynx vcd was advanced through the 6f sheath, and the 6f sheath was not kinked or bent. A 6f avanti sheath introducer was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no vessel tortuosity or presence of calcium in the vicinity of the puncture site. The mynx vcd was used in an interventional procedure with an antegrade approach. The deployer was mynx certified. Additional information was requested but not provided. The avanti catheter sheat introducer(csi) was not returned for analysis. A non- sterile ¿mynxgrip tm vascular closure device¿ 6f/7f was returned inside of a clear plastic bag. Visual inspection of the returned device showed that the shuttle was engaged to the black handle with the stopcock open. The sealant sleeve is pushed against the shuttle grip, which indicates that the shuttle down step had been performed with the device. The sealant is not located on the device and was not returned for analysis. The syringe was not returned for analysis. The procedural sheath was not returned for analysis. The advancer tube is located on the proximal edge of the balloon. The balloon is saturated with saline solution. No other outstanding details were observed. Simulated shuttle advancement was performed. Due to the sealant was not returned only the deployment mechanism was evaluated because the sealant was not returned. The device was pulled to remove the balloon while holding the advancer tube. The advancer tube was deployed as expected. A syringe was connected to the device to inflate and deflate the balloon but was unsuccessful due to saline solution saturation. The catheter was inserted into a lab sample cordis csi of the proper french size and no anomalies were observed. The reported failure ¿shuttle ¿ shuttle advancement issue¿ was not confirmed because the device worked as intended during functional analysis. Additionally, without the return of the device, the malfunction ¿catheter sheath introducer (csi)- obstructed¿ could not be confirmed either. The exact cause of the shuttle advancement issue experienced could not be determined. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.